Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for a patient sample tested on the cobas e 801 analytical unit. The initial result was 16.4 ng/l. Since this patient had no historical record; the laboratory performed a second centrifugation. The repeat result was 4.9 ng/l. The sample was mixed again, and the repeat result was 16.4 ng/l. The sample was centrifuged again, and the repeat result was 5.3 ng/l. This result was deemed normal. No questionable result was released outside the laboratory, as it did not match the patient's clinical diagnosis.